Event description:
A customer reported a packaging error associated with the vidas&#59406;t-pro bnp 2 (B)(4). The customer received no c1 or c2, and one less s1. Based on the information provided, there was no adverse events, negative patient impact or delay in results; however, due to the missing components the kit could not be utilized.